Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii and exchange due to the concern with textured product. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture baker grade ii-iii" and exchange due to the concern with textured product. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: visual analysis of the photographs identified biological tissue, device seen intact, device patch with lot number 1011724 and catalog number 120-400. Due the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "the right side was noted to have a 2nd scarred membrane around the implant." Device has been explanted.